Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, intermittent ventricular under sensing was noted on the lead as per the real time electrogram (egm). The patient did not experience any adverse consequences. Programming changes were discussed. The patient was stable.